Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp high pressure alarm and artifact on ap screen while descending during air transport is not able to be confirmed. A hospital biomed serviced the pump and could not duplicate the reported event. The pump passed functional checkout. The root cause of the complaint is undetermined. A potential cause is atmospheric pressure changes in the aircraft. A device history record (DHR) review was conducted for the lot number with one relevant finding. A non-conformance (nc) for "ap waveform is distorted feb" for the semi-finished kit was identified. The pump affected by this nc is not the pump involved in this complaint. The affected parts were reworked, and vendor parts were returned to the vendor for rework. In-process inspections and testing are performed 100% through established work instructions and test protocols described in o-91, and no nonconformances were documented for the pump involved in this complaint. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high-pressure alarm, artifact on ap and screen froze and went black. The staff cycled powered the iabp and everything checked good. There were no reports of patient injury.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high-pressure alarm, artifact on ap and screen froze and went black. The staff cycled powered the iabp, and everything checked good. There were no reports of patient injury.